Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of this reported complaint cannot be conclusively determined. Product unavailable for analysis

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, mildly calcified type b1 lesion of the mid lad (left anterior descending) artery measuring 2.5x16mm with a 90% stenosis. Target lesion one was treated with predilation and placement of a 2.5x16mm taxus liberte stent, resulting in 0% residual stenosis. No balloon withdrawal resistance from the stent was reported with target lesion one. Target lesion two was a de novo, severely calcified, mildly tortuous type c lesion of a bifurcating segment of the proximal lad artery measuring 2.5x50mm with a 99% stenosis. Target lesion two was treated with predilation, placement of overlapping taxus liberte stents (2.5x24mm, 2.75x28mm) and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance was reported with the 2.75x28mm taxus liberte stent with target lesion three. There were no reported patient complications.